Event description:
In 2003, the pt reportedly was unable to hear while using their sound processor. The pt was seen by a co rep for device evaluation. External hardware was exchanged. However, the problem was not resolved. One day later, the pt was seen by a co rep for further device evaluation. Testing conducted confirmed that the device was no longer functioning.